Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the implantable cardioverter defibrillator (ICD) showed far r sensing. Programming changes done to address this issue. The patient was stable.